Event description:
A retrospective review of file was performed in 2008. Initial assessment did not determine event details to be reportable as no impact to pt was reported. During review, determination was made that details provided meet reporting requirements of a device malfunction. When doctor was closing a patient's cranial bone, inserting a screw into a plate, the screw broke and a tip of the screw remained in a patient's cranial bone.

Manufacturer narrative:
No further complications have been reported. Current info is insufficient to permit a valid conclusion about the cause of this event. If additional info is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. The user facility is foreign; therefore a facility medwatch report will not be available.